Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe had difficult plunger movement during the spinal procedure. This occurred with 5 syringes during use. The following information was provided by the initial reporter: "customer is facing problem while administering drug through discardit especially in spinal procedure. As per the customer this is not smooth like emerald and would prefer using emerald"

Event description:
It was reported that the bd discardit¿ ii syringe had difficult plunger movement during the spinal procedure. This occurred with 5 syringes during use. The following information was provided by the initial reporter: "customer is facing problem while administering drug through discardit especially in spinal procedure. As per the customer this is not smooth like emerald and would prefer using emerald."

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 300294 and lot number 2209520. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained for evaluation from the manufacturing facility. However, the retained samples did not display any signs of defect. As the retained samples did not show any functionality issues and the production history records show the product to be within specifications, an exact cause could not be determined for this reported incident.